Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed.

Event description:
It was reported that, due to the smaller packaging, the catheter was bent and folded, and twists and gets stuck during insertion, causing damage to the urethra and bladder. Patient has passed blood several times and also experienced a uti shortly after the new kits were introducted. Details of additional medical intervention have not been provided. Additional information has been requested, but not received.